Event description:
(B)(4) study. It was reported that increased frequency of chest pain, dyspnea, and in-stent restenosis occurred. On (B)(6) 2010, the patient was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure was performed. The target lesion was a de novo lesion, located in distal portion of saphenous vein graft (svg) to second obtuse marginal (om) with 99% stenosis and was 5 mm long with a reference vessel diameter of 2.3 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 8 mm taxus atom stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2012, the patient presented with complaints of increasing cardiac chest pain frequency associated with significant shortness of breath with minimal exertion. At the time of the event, the patient was on aspirin and study drug per protocol. No action was taken with dual antiplatelet therapy. Two days from the onset of symptoms, coronary angiography was performed. The 99% stenosis in svg to 2nd om was treated with balloon angioplasty. Following this, attempt was made to advance 4.0 x 16 mm non-bsc stent which was unsuccessful because of complication in this area and lack of guide backup. Since the amount of contrast used exceeded the limits, it was decided to abandon the procedure and the patient was schedule for coronary artery bypass graft (CABG). In addition, it was also confirmed that there was no stent thrombosis noted in 4.0 x 12 mm historical promus stent deployed on november 2008 at anastomotic site of svg to om 3. The unspecified historical stents placed in proximal right coronary artery (rca) and mid rca were also patent. The event was considered to be resolved without residual effects and the patient was discharged on same day on aspirin and effient. Sixteen days from the event, the patient return for the scheduled CABG. At the time of the event, the patient was taking aspirin only and the last dose of study drug was taken on (B)(6) 2012. The patient underwent 4-vessel CABG with sequential svg to om1 and om2 and sequential svg to right posterolateral (rpl) and right posterior descending artery (rpda). The event was considered to be resolved without residual effects. Six days post procedure, the patient was discharged on aspirin.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).